Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced broken rubber cap. The following information was provided by the initial reporter. The customer stated: rubber crack.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced broken rubber cap. The following information was provided by the initial reporter. The customer stated: rubber crack.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper molding defect was observed. Additionally, one-hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.